Manufacturer narrative:
Concomitant product(s): syr tube, therapy date (B)(6) 2017. The customer¿s report that the device infused at an incorrect rate was not confirmed. Analysis of the pcu event log showed that on (B)(6) 2017 at 9:08 pm tpn was programmed on pump module sn (B)(4) at 117 ml/hr with a vtbi of 2900 ml and at 9:09 pm a lipids infusion was programmed on pump module sn (B)(4) at 24 ml/hr with a vtbi of 400 ml. At 1:44 am on (B)(6) 2017 pump module sn (B)(4) alarmed for ail. One minute later at 1:45 am the rate on that module was changed to 24 ml/hr and at 1:46 am the rate was changed back to 117 ml/hr. It could not be determined whether the tubings for the tpn and lipids medication bags were loaded into the wrong pump modules, thereby reversing their infusion rates as the customer suspected. However, if that was the case, and a new container of lipids was started at 9:08pm on the wrong channel, then the lipids would have infused at 117ml/hr rather than 24ml/hr and this would explain why the ail alarm occurred at 1:45am on pump module sn (B)(4), which is when the customer reported finding the bag empty. During that time a calculated volume of 532.6ml had infused on that module, when it appeared that only 400ml of lipids was intended to infuse (based upon the programming of pump module sn (B)(4)). The device was not received for investigation. The root cause could not be determined. No devices received, log review only.

Event description:
The customer reported that tpn was programmed to infuse at 117ml/hour and lipids were infusing at 24ml/hour on (B)(6) 2017 at 2057. The customer suspects the infusion was manually programmed into the pump and reversed for some time twice causing the lipids to infuse at 117ml/hour instead of the ordered 24ml/hour. The bag was found empty on (B)(6) 2017 at 0145. There was no patient harm.